Manufacturer narrative:
To date, information suggests that this medical device remains actively in service and has not been explanted or returned to boston scientific crm post market quality assurance laboratory for analysis purposes. As new information becomes available, this report will be further evaluated. Upon receipt at our post market quality assurance laboratory, laboratory technicians utilized an engineering level longevity prediction calculation to assess the rate of battery depletion, given the programmed parameters and other data stored within the memory of the device. The results of this calculation indicated that the actual rate of battery depletion fell within an acceptable range. Next, a comprehensive series of diagnostic tests were conducted that verified the performance of pacing, sensing, and recording functions. Having met the engineering longevity prediction, functionally passing all returned product testing, and with no further information to indicate a product performance issue, we have concluded that this device experienced normal battery depletion.

Event description:
Boston scientific crm received information that this cardiac resynchronization therapy defibrillator (crt-d)), which is part of the shortened replacement window advisory (B)(6) 2007 population product advisory was initially communicated on (B)(6) 2007, displayed a battery status of elective replacement indicator (eri). There was a concern that the battery depleted earlier than expected. The health care personnel was not sure when the monitoring voltage measurement reached 2.65 volts. This device was explanted and has not yet been returned for analysis. There was no report of adverse patient effect.